Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 48-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced access site oozing. Manual pressure was held to help stop it and angle matching dressing confirmed. The patient was brought to the operating room for washout. A large clot and one liter of blood were removed. The patient received two units of packed red blood cells and one unit platelets/fresh frozen plasma. The patient did not tolerate weaning extracorporeal membrane oxygenation to impella. The patient had a seizure once back in unit and was taken stat for computed tomography. Heparin was withheld in purge. The device was pulled back to 83 centimeters and a double pigtail stent was added to right leg.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.